Manufacturer narrative:
Evaluation summary the stent was not loaded within the catheter. It was observed that the handle assembly and corresponding components (red safety pin, thumb-wheel, pull cable) were not included. The catheter shaft was returned and observed a kink approximately 20cm and 23.5 cm from the tip. It was observed where the pull cable detached from the silver outer, the surface was frayed and subjected to tensile forces. The total length of the returned damaged catheter was approximately 162cm. According to the product labelling the total length for the catheter assembly is 150cm. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was using an everflex entrust device to treat a slightly calcified lesion (6 x 120 mm) located in the mid sfa. A non-mdt guidewire and an unknown 6f sheath were used. Embolic protection was not used. The device was removed from its packaging, inspected and prepped per the IFU without issue. The lock pin and thumb wheel were checked for securement prior to the start of the procedure. The lesion was not predilated. The device did not pass through a previously deployed stent, resistance was not encountered during advancement and excessive force was not used. Prior to deployment at the target lesion, the red lock pin was removed. It was reported that during deployment, the thumb wheel became loose and stopped working and the physician was unable to finish deploying the stent. The physician had to dismantle and open the handle to use the wire to deploy the stent. No patient injury was reported.